Event description:
It was reported that during a retriever stent procedure for a middle cerebral arteries (mca) thrombosis, the physician planned to use the subject catheter for thrombus aspiration. Towards the end of the aspiration process, a decrease in aspiration force and difficulty in thrombus removal were observed. The physician noticed fracture marks near the proximal end of the shaft at the hub connection of the subject catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by manufacturer - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be fractured 1 centimeter from the catheter hub. There were no other anomalies noted to the catheter. The functional inspection was not performed as the defect was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during a retriever stent procedure for a middle cerebral arteries (mca) thrombosis, the physician planned to use the thrombus subject aspiration catheter for thrombus aspiration. After preoperative inspection confirmed the catheter was intact and it was thoroughly rinsed, the aspiration catheter was delivered to the target location and aspiration was initiated. Initially, thrombus was aspirated smoothly, however, towards the end of the aspiration process, a decrease in aspiration force and difficulty in thrombus removal were observed. The physician noticed fracture marks near the proximal end of the shaft at the hub connection of the subject catheter. Consequently, a new catheter of the same catalog number was substituted to complete the procedure. Additional information indicated that the device prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation (prior to use on the patient). The patient's anatomy was described as moderately tortuous. Catheter breakage is unlikely to occur from the use of a 50 milli liters syringe. The device was returned for analysis. The catheter shaft was fractured 1 centimeter from the hub. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to some procedural factors during the procedure. The reported and analyzed damage 'catheter shaft broken fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a retriever stent procedure for a middle cerebral arteries (mca) thrombosis, the physician planned to use the subject catheter for thrombus aspiration. Towards the end of the aspiration process, a decrease in aspiration force and difficulty in thrombus removal were observed. The physician noticed fracture marks near the proximal end of the shaft at the hub connection of the subject catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.